Manufacturer narrative:
Reported event of failure to cut. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a profile small oval snare was used during an esophageal polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare would not close completely while removing the polyp. The polyp bled and a different snare device was used to complete the polypectomy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.